Manufacturer narrative:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" alarm was unable to be duplicated. Checking the error logs confirmed the e-059 and additionally e-255. The detachable battery and pca were replaced to prevent recurrence. Performed final test, battery check, valve check, run in test and cleaning, confirmed the device operated as it should. Confirmed software is 1.06.05.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.